Event description:
Clinic notes for the patient were received noting that the patient's battery was at ifi and in need of a battery replacement. It was noted that there had been no seizures for a few months. Confirmation was received that the battery was replaced prophylactically. Operation notes were later received indicating that the patient had a good response from vns but was less helpful right before replacement due to battery depletion. Note that the battery is a pulse disabled device therefore the device is still delivering the programmed therapy. It was also noted that during surgery, it was found that the patient's battery was placed very superficially but was not extruding out. The surgeon proceeded to remove the device and some tissue that had formed in the pocket due to a foreign body response. The new battery was then placed deeper in the pocket than the original implant. The pocket created and wound was checked. During follow-up, surgeon indicated that the device was placed deeper as it was the best option to avoid unintentional device extrusion. No additional relevant information has been received to date.